Event description:
A caller reported that the pump became hot to touch. There was no adverse impact to the customer's blood glucose level. The caller was advised to monitor the system and to contact support again if the issue reoccurs.